Event description:
Patient was booked for change of patella and tibial insert. According to the surgeon, the patella was changed due to increased chromium ions in their system and the tibial insert was changed to increase the thickness.

Manufacturer narrative:
This is the same patient/event as MFR # 2249697-2011-01044. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.